Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient experienced the infusion set tubing had come apart event on (B)(6) 2026. The location of detachment was the site connector. The infusion set had been in use for three days, and the site location was right. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.